Event description:
During the pta/stenting treatment procedure, resistance was encountered while delivering the express vascular sd stent and delivery device through the distal portion of the 7f arrow sheath. The lesion being treated was located in a tortuous vessel. The stent would not cross the target lesion. The stent and delivery catheter was removed in the arrow sheath. At this time the physician noted that the stent was damaged. The express vascular sd was replaced with a tsunami (t) stent 3.6 f profile which passed without friction. The procedure was completed successfully. No pt injuries or complications were reported. The pt's status was reported as 'good'.